Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of shock impedance high out of range.

Event description:
It was reported that this right ventricular lead was unable to be successfully implanted as it exhibited high shock impedance out of range. Reportedly, the lead's sensing and thresholds were within normal parameters. The lead was removed prior to pocket closure and it was replaced for another lead of the same model. No adverse patient effects were reported. The product was returned for analysis.

Event description:
It was reported that this right ventricular lead was unable to be successfully implanted as it exhibited high shock impedance out of range. Reportedly, the lead's sensing and thresholds were within normal parameters. The lead was removed prior to pocket closure and it was replaced for another lead of the same model. No adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
Correction: b5 field: describe event or problem updated. H6 field: device codes updated. H10 field: additional MFR narrative updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of pacing impedance low out of range.

Event description:
It was reported that this right ventricular lead was unable to be successfully implanted as it exhibited low pacing impedance out of range. Reportedly, the lead's sensing and thresholds were within normal parameters. The lead was removed prior to pocket closure and it was replaced for another lead of the same model. No adverse patient effects were reported. The product was returned for analysis.